Manufacturer narrative:
The examination of the two bone screws by an outside independent laboratory detected no anomalies in the material microstructure composing the screws. The analysis results evidenced a fatigue bending breakage for both screws. No further information has become available. On the basis of the outside laboratory results we can exclude a product defect. It is most likely that the two breakages occurred due to the conditions of use of the devices.

Event description:
A lrs fixator was applied to the patient to perform a bone transport for treatment of a tibia infection. Three clamps were used and three bone screws were inserted in each clamp. Nine months after application, two bone screws from the most proximal clamp broke. No further information is available about this event.